Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow keypad button was intermittently unresponsive. It was noted that the down arrow button had to be pushed at the bottom of the arrow to get it to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/08/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under the down arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.